Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿). Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?). Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No. The reported lot number p30223p19 is not a valid lot number. What is the lot or batch number of the device? We don't have the lot number.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the tissue pad melt: (see pictures which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿); or did any part of the tissue pad detach from the clamp arm and fall off: (not melted away, but a piece broke off); does the surgeon activate the device with the jaws closed, with no tissue between the jaws: the reported lot number p30223p19 is not a valid lot number. What is the lot or batch number of the device.

Event description:
It was reported that during an ovarian cyst procedure, in the first five minutes of the surgery the teflon detached without misuse of the device. The generator immediately sent a message to remove the device from the patient. The surgery had to begin when the generator sends us a message to remove the device from the patient and when the physician removed the device, the teflon was broken. Unknown how case was completed. There were no adverse consequences for the patient.